Event description:
Placed 10/28/98 by dr for chemotherapy. On 11/18/98, during treatment, pt went into vigors (got extremely cold & very sick) & was hospitalized. The catheter was removed & replaced. After removal they determined there was a leak & pt rec'd systemic bacteria.